Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and normal mode diagnostics showed high impedance (dc dc ¿ 7). No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement and lead replacement due to lead discontinuity. The lead impedance with the new vns system was within normal limits (1354 ohms). No x-rays were taken and the surgery was performed due to the increase in the number of seizures. It was reported that the high impedance was seen during system diagnostics test and that fibrosis was observed during the surgery. It was reported that the lead was difficult to cut due to the fibrosis. The physician indicated that the increase in seizures was a result of the high impedance.

Event description:
The explanted generator was received for analysis on 11/24/2014. The explanted lead was not returned for analysis. Analysis of the generator was completed on 12/11/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.